Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. Unit passed self test. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. During deconstructive analysis, it was determined that moisture damage was found on the electronic assembly. The following cosmetic damages were noted: cracked case (battery tube), cracked case, cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations with moisture exposure and crack on the keypad were confirmed when moisture damage was noted on electronic assembly and cracked keypad overlay was noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s insulin pump was exposed to moisture and had a crack on the keypad. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed for damage and partially performed for moisture damage. Customer reported that the pump functionality was affected due to damage. Instructed the customer to revert to backup plan as per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.